Event description:
In 2008, the pt had a 2.5 x 16 mm taxus stent implanted in the proximal circumflex at 10 atms for 20 seconds. Seven days later, the pt underwent an elective case to treat the proximal left anterior descending artery. The lesion was a de novo, concentric type b1. The lesion length was 21 mm and the vessel diameter was 3.5 mm. The lesion was pre-dilated with a balloon and a 3.5 x 23 mm cypher stent was implanted at 18 atms for 15 seconds. The stent was not post-dilated. Ivus was conducted and the % of residual stenosis was 0. Three days post procedure, after discharge from the hosp, the pt complained of chest pain and developed cardiogenic shock. Under intra-aortic balloon pump and pcps a coronary angiography was conducted and thrombus was observed from the left main trunk through both cypher and taxus stents. Balloon angioplasty (non-cordis prod) was done to treat the thrombus. Then another cypher stent was implanted in the distal left anterior descending artery because the flow became slow after the balloon angioplasty. After the treatment, pcps was conducted for 5 days. Then, the pt developed ventricular tachycardia and ventricular fibrillation and went into cardiopulmonary arrest. Pcps was conducted again for two weeks. The pt has not yet recovered. "Physician's comment: the possible cause of the thrombotic event was because the cypher was dilated excessively and there was step between the stent diameter and the vessel diameter." The following was the pt's anti-platelet therapy: aspirin 100 mg/day: 2007- dec~. Ticlopidine hydrochloride: 200 mg/day: 2007-dec~. Cilostazol 300 mg/day 2007-dec~. Heparin 8,000u: 2008-jan-22. Isosorbide dinitrate; 2008-jan-22.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within 30 days upon receipt.